Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the device anvils were separated from the catheter tubing. Further inspection of a device noted that the connecting piece was missing and had a bent retainer leg. Functionally, the undamaged device was subjected to a measured anvil/ catheter tubing retention test with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Replication of the separated anvil condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when performing a gastro-jejunal anastomosis, the anvil detached from the tubing at the level of the lower esophagus. The anvil has been recovered thanks to the security coil of the device. The problem occurred 4 times during the same procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when performing a gastro-jejunal anastomosis, the anvil detached from the tubing at the level of the lower esophagus. The anvil has been recovered thanks to the security coil of the device. The problem occurred 4 times.